Event description:
It was reported that during a percutaneous coronary intervention treatment procedure balloon ruptured occurred. Lesion characteristics and clinical factors are unknown. This 2.25x15mm quantum apex balloon catheter was selected for treatment. Following several times of inflation the balloon rupture. The device was removed from the patient intact. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR.: examination of the returned device revealed there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event 18 years or "order". The customer reported the battery shell broke where the device would not work or turn on under battery power. There was no reported pt involvement..

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon ruptured occurred. Lesion characteristics and clinical factors are unknown. This 2.25 x 15 mm quantum apex balloon catheter was selected for treatment. Following several times of inflation the balloon rupture. The device was removed from the patient intact. The procedure was completed with another with same device. No patient complications were reported and the patient's status is stable.